Manufacturer narrative:
E1. Initial reporter phone number: (B)(6) h3. Investigation summary: bd had not received samples or photos for evaluation. The expiration date of lot number 2125061 was the 28th of february, 2023. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes had expired prior to the investigation. Bd does not recommend the use of expired tubes as they will draw less volume than tubes still within their shelf-life. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, the draw volume was incorrect. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: when the nurse was collecting blood from a newly admitted patient, she found that the negative pressure inside the blood coagulation test tube was insufficient. When the blood was collected to around 1 milliliter, there was no further blood dripping. The nurse immediately replaced the test tube and successfully completed the blood collection without causing any adverse consequences.